Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this device cautions users to close jaws with the device lever before insertion/extraction through the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not transition out of the trocar because of the insulation. No patient injury occurred or medical intervention was required. Evaluation of the received sample by medtronic found pieces of the insulation had detached from the device. The customer reported that no piece of the device fell within the patient cavity.